Event description:
It was reported the subject device had a poor quality image. The issue was identified during reprocessing. There were no reports of patient nvolvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: device had dents on the frame, a broken objective lens, the light guide adapter was loose, the video connector was damaged on the edges, and the light transmission failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dark spots on image should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a poor-quality image. The issue was identified during reprocessing. There were no reports of patient involvement.